Manufacturer narrative:
B3: estimated date. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Estimated date of event. The device is not returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device, using the pre-close technique, relative to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the lever was closed to close the foot, but the device could not be removed, it was stuck in the patient anatomy. The physician ¿dissected the entire device body in order to retrieve the device body¿ [manually broke the device body]. The distal end of the guide broke off and a snare was used to remove it from the patient anatomy. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.